Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray was performed the same day following the implant of the right ventricular (rv) lead and right atrial (ra) lead which showed pneumothorax. Additional hospitalization time was required as the patient's condition was monitored, and the patient was discharged a week later. The leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.